Event description:
The iab leaked upon insertion. The iab was removed and a second was inserted. The following info was rpt'd to datascope on 1/31/97: "iab catheter failure" sounded from the system 90t pump. The pump did not work. The iab would not inflate. The iab was removed and a second was inserted into the pt. There were no complications rpt'd from the event. The contact rpt'd that the pt went on to expire 7-10 days after the iab was inserted. Event complications: unk - rpt'd 1/14/97; none - rpt'd 1/31/97. Pt current status: expired - rpt'd 1/31/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth and square edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.